Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
On january 24th, 2023, manufacturer has become aware of the following event: the patient had a closed tibia fracture treated with t2 tibial nail in 2018. On (B)(6) 2020, the nail and screw removal was to be performed. According to the surgery report of (B)(6) 2020, the 3 screws could be unscrewed with a screwdriver. After the rupture mandrel could be screwed into the t2 nail without any problems at first, the rupture mandrel suddenly broke off. The image converter control showed a screw thread of the rupture mandrel screwed into the t2 nail and broken. Unsuccessful removal of the screwed-in screw thread and the t2 nail followed, despite trying different instrumentation.